Event description:
This report is being submitted to provide device analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, measuring greater than 3,000 ohms on the pacing system analyzer (psa). Additionally, it was believed that the pacing pulses weren't being delivered. Troubleshooting was performed with the pacing system analyzer (psa). A new lead was handed off and a different psa was used which resolved the issue. An echocardiogram was performed which revealed a possible effusion with minimal fluid in pericardial sack, no intervention was needed.